Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a fainting episode. The clinician reported that the patient experienced no additional adverse effects. No interventions have been reported. This cardiac resynchronization therapy defibrillator (crt-d) remains in service.